Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced muscle stimulation and presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was reported.